Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when trying different groups today in clinic, pt not feeling any stim on group b when it's maxed out to 12.9ma. Pt does feel stim with a different group that they tried. Caller will do some reprogramming to tryto capture stim on the affected group. This has been occurring for the past few days.

Event description:
2025-dec-19: additional information was received from the manufacturer representative (rep). A contributing factor was the programming set up as a subthreshold program. Program b was subthreshold. The rep and patient decided to keep it as an option and reprogrammed group a and added a group c. It was determined with patient services that his remote was malfunctioning and he could not change programs or make any changes or charge due to the remote being unresponsive. The issue was resolved. 2025-dec-23: additional information was received from the manufacturer representative (rep). The rep was unsure why the patient couldn't feel program b, but they were able to adjust program a and create program c, and the patient was able to feel both. Overall, it was determined that there was issues with the remote control. Customer service sent the patient a new one and as of right now the issue seems to be resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.